Event description:
The customer reported to olympus, the ultrasonic gastrovideoscope tested positive for an unexpected contamination. The issue was found during regular culture testing of the scope. Sampling was taken at reprocessing. The user did not report any contamination or any other serious deterioration in state of health of any person, to which the scope could have been a contributory cause.additional information received from the customer that the device resulted negative to second microbiological test and the device will not be returning for evaluation.

Manufacturer narrative:
The device referenced in this report has not been returned to olympus for evaluation. The investigation is ongoing. The definitive cause of the user¿s experience cannot be determined at this time. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
Upon inspection and testing of the customer returned device, a deep cut was observed on the probe unit.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the device evaluation and results of third party testing. Multiple attempts were performed to obtain the cleaning, disinfection, and sterilization of the scope instructions but were not successful. If additional information is obtained at a later date, a supplemental report will be submitted. After the device was returned to olympus, it was sent out for additional testing. The microbiological analysis report indicated the channels of the scope were cultured and results obtained comply with the target level for an endoscope subjected to high level disinfection and rinsed with sterile water. In addition to event, the device evaluation found several technical defects such as the up/down knob cannot be locked securely, the grip is sticky, a pinhole on the bending section cover caused water tightness to be lost, the acoustic lens has a scratch which reaches to the glue-layer, the adhesive on bending section cover has wear, the deformed bending tube is causing a connection between bending section and connecting tube to not be secured and is detached. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been more than 5 years since the subject device was manufactured. The following is included in the instructions for use (IFU): "warning: an insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who touch them." The investigation is ongoing; therefore, a root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Based on the results of the investigation, the relation between the customer's positive culture test and the device could not be confirmed. Growth of microorganisms were found through culture testing by the user after reprocessing. However, when olympus culture tested after reprocessing in accordance with instructions or use (IFU) before repair, the results conformed to the regulation's recommendation. A definitive root cause of the deep cut on the probe unit could not be determined at this time, however, the event likely occurred from an external force applied to the part. Olympus will continue to monitor field performance for this device.